Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot #1j515a. He opened the bottle of test strips approx. Two weeks ago. He did not notice a difference in his blood glucose readings when he first began using the test strip, but approx. One week later his readings became significantly lower than usual. He performed a side by side comparison using another test strips and test strips. The results were 114 mg/dl and 58 mg/dl respectively. The code was set correctly for all tests; both brands of strips are code 8. While on the telephone with the co's rep, the customer performed a normal control solution test and the result was 137 mg/dl versus a normal control solution range of 116-174 mg/dl. A check strip test result was 89 versus a check strip range of 74-103. The desiccant is in the bottle of test strip. The customer stores the test strips in his bedroom on a dresser. Injury.